Manufacturer narrative:
(B)(4) date sent to the FDA: 07/29/2016. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent revision surgery on unknown date. No additional information was provided.